Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported that cold extremity noted post impella cp procedure, with lack of distal pulses. Imaging confirmed limb ischemia. Decision was made to explant the pump and achieve hemostasis with manual compression. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25751 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 reporting contact fax number was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25751.